Manufacturer narrative:
H3: customer reports of calcification, thickened leaflets, degeneration, and stenosis were confirmed. X-ray demonstrated wireform intact, moderate calcification on leaflets 2 and 3, and minimal calcification on leaflet 1. Extrinsic calcific deposits were observed on the inflow and outflow surfaces of leaflets 2 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 2mm at commissure 1 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around leaflet 1.

Event description:
It was reported and per additional information that a patient with a 31mm 7300tfx mitral valve was explanted after an implant duration of 4 years and 11 months due to severe calcification, thickened leaflets, degeneration, with severe stenosis. The explanted valve was replaced with a 31mm 11400m valve. Per medical records, the patient presented with chf exacerbation, acute shortness of breath and acute swelling. The patient underwent redo-mvr and redo-avr. Intraoperative findings showed prosthetic mv with all three leaflets heavily calcified and poorly mobile. The patient was transferred to sicu in stable but critical condition and discharged on pod#28 to rehab.

Manufacturer narrative:
Corrected data: updated section b5. Changed sections b3 and d6b from (B)(6) 2025 to (B)(6) 2025.

Event description:
It was reported and per additional information that a patient with a 31mm 7300tfx mitral valve was explanted after an implant duration of 5 years and 6 days due to severe calcification, thickened leaflets, degeneration, with severe stenosis. The explanted valve was replaced with a 31mm 11400m valve. Per medical records, the patient presented with chf exacerbation, acute shortness of breath and acute swelling. The patient underwent redo-mvr and redo-avr. Intraoperative findings showed prosthetic mv with all three leaflets heavily calcified and poorly mobile. The patient was transferred to sicu in stable but critical condition and discharged on pod#19 to rehab.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and per additional information that a patient with a 31mm 7300tfx mitral valve was explanted after an implant duration of 4 years and 11 months due to severe calcification, thickened leaflets, degeneration, with severe stenosis. The patient presented with dyspnea. Unknown what valve was implanted in replacement. The patient outcome was as stable condition. The patient concomitantly underwent aortic valve replacement.

Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including patient's dyslipidemia. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.